Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. It was reported that the trunk ipsilateral leg component had been intentionally placed lower than the lowest renal artery due to the tortuosity and 90 degree angle of the patient proximal aortic neck. The patient tolerated the procedure. On (B)(6) 2018, the patient underwent reintervention to treat a proximal type I endoleak caused by a lack of apposition due to the angle of the proximal neck. The trunk ipsilateral leg component was extended with three gore® aortic extender components, there was no aneurysm enlargement reported. The patient tolerated the procedure however the endoleak was not resolved. The physician will monitor the patient.